Manufacturer narrative:
Blood was observed on the adhesive pad and welds of the returned device. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. In addition, the formed needle and bottom housing were inspected for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. No other damages or defects were found that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 256 mg/dl while wearing the pod longer than 48 hours on the back. Bleeding at the infusion site was also reported. As treatment, corrections were administered. The pod was removed, a new pod was applied, and a bolus was administered.